Manufacturer narrative:
Method: x-rays, risk assessment. Results: no results available since no evaluation was performed. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the definitive root cause of the event cannot be determined from the given information.

Event description:
It was reported that; c1 smooth shank screw head (on the patient's right) has become separated from the screw thread postoperatively while patient in collar. Update 10/12/2017: there is no planned revision at this time. The contralateral construct is holding.

Event description:
It was reported that; c1 smooth shank screw head (on the patient's right) has become separated from the screw thread postoperatively while patient in collar. Update (B)(6): there is no planned revision at this time. The contralateral construct is holding.